Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the proximal and centre stent rows. The struts had moved along the balloon, struts were raised and overlapping in a distal direction. The bumper tip of the device showed slight damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile. A visual and tactile examination found a kink 4.5mm proximal of the port entry site. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-apr-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 12x2.25 promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.25x12 non bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.